Event description:
This 41 yr old female underwent bam with saline implants 12/20/93. Recently she noted a softness and decreasing in the size of the right implant. During the explantation procedure for the right implant, the superior portion of the capsule was localized using the endoscope, and this was perforated with the electrosurgery unit. The deflated implant was removed and was found to have a small tear in the periphery of the implant pocket. The same procedure was performed on the left implant. This implant was removed filled. It was found to be inflated to a capacity of 510cc and had originally been inflated to 540cc.